Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 implantable pulse generator (ipg), implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that there was high threshold on the right ventricular (rv) lead. The lead was revised. No patient complications have been reported as a result of this event.